Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) with alarming battery failure. A getinge field service engineer evaluated customer reported alarming battery failure. Could not fnd any battery issues with pump. Pump shut down and alarmed system failure during an inservice training session. Found three error code 139 pmb communication error¿s in error log. Replaced power management board. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The failure analysis and testing dept. Power management, rohs with a reported unit failure of alarming battery failure. The failure analysis and testing dept. Performed a visual inspection and observed a white residue on power management, rohs. Based on past experience, this residue is consistent with saline. Due to the saline on the board, the fat dept. Cannot investigate this complaint any further. Retaining the board in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Event description:
It was reported by getinge clinical specialist that during educational class, the cardiosave intra-aortic balloon pump (iabp) had an alarming batter failure. Battery status fully charged. Pump unplugged from wall receptacle. When powered on the pump within a few seconds the pump shut off with a continuous high pitch alarm. It powered off. Then re-plugged pump into wall and it powered up properly. Could not replicate the problem. Pump training included demonstration of rescue vs. Hybrid mode. The pump function was normal for the remainder of the class and operated on ac and battery properly with simulator and demo balloon attached. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)